Event description:
During an unknown endoscopic procedure, the physician used a cook hemospray endoscopic hemostat. It was reported that the device was not working [difficult or unable to spray powder]. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.

Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal. Use product code: qau. 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an unknown endoscopic procedure for a bleed in the stomach, the physician used a cook hemospray endoscopic hemostat. It was reported that the device was not working [difficult or unable to spray powder]. After preparing the device according to the IFU the activation of the co2 [carbon dioxide] did not produce the release of dust [powder]. Another of the same device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient required an additional hemospray. According to the initial reporter, the patient experienced more blood loss and extended procedure time.

Manufacturer narrative:
Continued: section d: common device name: hemostatic device for endoscopic gastrointestinal use product code: qau. Section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved could not confirm the report. All components were not included in the return (only one catheter was returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was present on the exterior of the device. The returned catheter presented with bends throughout the length and a kink in the middle of the tubing. The device was tested as returned and did not spray as intended. The co2 cartridge did not discharge upon deactivation and was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When tested with a new co2 cartridge and activation knob, the device sprayed as intended. The returned catheter was attached for testing and sprayed as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the laboratory evaluation of the returned device could not determine the root cause for the report of unable to spray. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device not being able to spray powder. However, we could not conduct a complete investigation because only one catheter was returned for evaluation. This limits our ability to conclusively determine a cause. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.